Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Testing was performed which revealed the lead was not electrically continuous. An x-ray was performed of the terminal area which found the cathode conductor coil was fractured at the distal end of the terminal pin. An x-ray of the tip region found the cathode coil was stretched in the neck region. Analysis concluded the lead likely fractured as a result of trying to extend the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Multiple repositions occurred during the procedure and the helix took more than 30 turns to extend. On the last attempt to position the lead, the helix would only extend half way. Additionally, pacing system analyzer (psa) testing showed noise. There was a concern the lead was fractured. Another lead was successfully implanted. No adverse patient effects were reported.